Manufacturer narrative:
Product manufactured but not sold in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -6.50/+3.00/87 (sphere/cylinder/axis), into the patient's left eye (os) . The surgeon noted refractive surprise. Reportedly, the lens remains implanted. No additional information is available as of the time of MDR submission.

Manufacturer narrative:
Correction: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens; -6.50/+3.00/087 (sphere/cylinder/axis); into the patient's left eye (os) on (B)(6) 2017. Claim# (B)(4).

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -6.50/+3.00/87 (sphere/cylinder/axis), into the patient's left eye (os). The surgeon noted refractive surprise. Reportedly, the lens remains implanted. Corrected from (B)(6) 2017 to unk claim# (B)(4).